Event description:
It was reported that a friend/family member reported a change in therapy; sleep apnea and irregular breathing. Between 2010 and 2012 the patient¿s dose medication was increased from 80 mcg to 940 mcg. The pump was used to infuse lioresal. The event was not related to pump or catheter. The signs and symptoms associated included daytime sedation. The patient did not require hospitalization. The outcome was reportedly non-serious injury/illness. There was concern by family that high dose of intrathecal baclofen though not associated with specific programming event. The change to dosing occurred in (B)(6) 2011. Patient started off at 80 mcg and at the time of report was up to 940 mcg, which was described as a substantial increase in two years by the patient¿s mother. The patient¿s mother was concerned that the increase may be causing problems with her irregular breathing and sleep apnea. The patient was described as taking two breaths and then doesn¿t breathe for 10 plus seconds and then breathes. There was also a report of tightness in the patient¿s chest. The catheter runs to the patient¿s t3 upper spine to help with spasticity in the arms. Patient was experiencing times of real extreme spasticity on their left side. The pump had been checked and was delivering the medication. At refills what was remaining in the pump was the correct dosage. The patient developed symptoms of being sleepy. The patient went through a sleep study, and the sleep specialist diagnosed the patient with central sleep apnea. The patient was described as waking up in the morning with a feeling congestion a lot. The symptoms were associated with the patient laying position and was noted that in the past when the patient would first get up in the morning the patient was a little uneasy on their feet, but once the patient was going for the day that doesn¿t happen. It was later reported that the patient had been having unexplained problems with their pump for the prior 3 years. It was suspected that the pump or something wasn¿t working correctly. It was noted that the patient started having problems breathing 2 years prior to report and was diagnosed with sleep apnea. The patient¿s hcp told the consumer that it wasn¿t the baclofen, but since the patient began sleeping with a bipap machine and lowered the dose to around 500mcg/day, the patient went from 60 something apnea on average a night to about 7 and which was a significant difference. The consumer reportedly thought that there was a good chance the high levels of baclofen was making the patient not breath, but could not prove that at the time of report. It was noted that the patient was lucky they did not die in their sleep 2 years prior. The patient¿s health care provider (hcp) had not been responsive to the patient¿s concerns. The volumes match and it seemed that the pump was working, but no further testing of the pump and catheter were being done. It was noted that the patient had been quite ill this year and hcp agreed to do more tests. The patient¿s managing hcp decided the patient was kind of sick and checked the catheter and discovered the mass. A dye study was performed 2 weeks prior and a sheath was covering the tip of the catheter 3-4 cm long. It was unknown what caused the sheath. It was noted that a mass was discovered when the catheter was checked. A manufacturer¿s representative was present for the dye study, but reported that the results were inclusive so an MRI was performed and that was when it was determined there was a sheath over the catheter tip. The patient wasn¿t responding to the therapy as well as trial and had unexplained spasticity so the patient¿s hcp said they could raise the pump level. It was noted the patient was over 900 mcg/day at one point and at the time of report if was close to 500 mcg/day and they were continuing to lower the dose weekly to get a safe level in order to have surgery in the catheter. It was unknown if the patient¿s dose was now correct and it was unknown if the patient was getting overdosed. At the time of report the patient was recovering from being quite ill. It was noted that the patient¿s bowels stopped working this year and the patient had been to the emergency room (ER) twice. The patient visited with a gastroenterologist and had to have a colonoscopy, gastric emptying studies, anorectal manometry and the results all came back normal, but they don't know why the patient can't have a bowel movement on their own so they have the patient on medication to make the patient go. It was noted that the patient had been suffering and had been in the hospital. The patient had been sick, nausea, vomiting, could not have a bowel movement, and could not breathe. The patient had edema and weird symptoms. From (B)(6) the patient had nausea, vomiting and at the time of report could not have a bowel movement on their own. The patient could reportedly walk much better before they had the pump. The patient¿s back was like jello and the patient could not hold their posture anymore. The patient sleeps 12 hours at night and walks to the bathroom and sits for minutes. The patient¿s bladder was full, but they could not empty it. The patient had always complained of tingling sensation in their arms, had headaches often and would get muscle spasms and felt like they were shaking even though the patient¿s mother reported that the patient was not. The patient¿s catheter was placed as high as they could (t2/t4) in order to give the patient some relief in their upper body because the patient had left side weakness and tight in their left arm. It was noted that the pump had not improved the patient¿s quality of life and it¿s been a lot of suffering. The patient was reportedly better before the pump was implanted. Additional information reported the patient had gi symptoms, nausea, poor appetite and constipation. There was no known event. The event was attributed to ¿other¿. A catheter dye study was performed and fibrinous sheath tip of catheter. The patient was referred for neurosurgical consult. At the time of report that patient¿s status was unchanged and medically stable. Since pump implant, the patient had limited efficacy despite responding to initial bolus trial. The hcp did not believe that there was any acute change. It was later inquired if the sheath growing on the tip of the patient¿s catheter or the over/underdose of baclofen could be causing the patient¿s akathisia and tongue thrusting. The pump was used to infuse gablofen. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).